Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, an alert for low, out of range hv lead impedance for the rv-can and rv-svc vectors was observed. No out of range measurements were observed when with isometrics. Continuing to monitor the lead was recommended.